Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. Noise was also observed on both the ra and right ventricular (rv) lead. The rv lead also exhibited short v-v intervals and non-sustained ventricular tachycardia (nsvt) episodes. It was also noted that the leads were rubbing against one another. Both leads remain in use. No patient complications have been reported as a result of this event.